Event description:
It was reported that the user was grinding metal at a workshop when sparks struck the device screen, after which the ilet display became unresponsive and the user could not interact with the device; the user switched to backup therapy and confirmed blood glucose levels were not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical attention or hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed screen damage with loss of tactile/display responsiveness consistent with external thermal or mechanical impact to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.